Manufacturer narrative:
(B)(4)

Event description:
It was reported that rv loss of capture was noted at a clinic follow up. The patient was not reported to be symptomatic. There was a drop in the r wave and the impedance had gradually risen. On (B)(6) 2016, the lead was capped and replaced. There were no adverse consequences to the patient.